Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
A study subject enrolled in the (B)(4) was determined to have previous implants mfg by stryker. It was reported that the subject presented in the ER with grossly loose acetabular component and broken screw. A fall is listed as the complicating condition.